Event description:
Reporter stated the customer has experienced erratic blood glucose for the past year, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.